Manufacturer narrative:
Section h3, h6: the ri robotic drill attachment p/n rob10015, (B)(6) used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The attachment functioned as intended during kpc test and a case. The retaining nut was found to be within torque requirements. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual (500230 rev d). A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.

Event description:
It was reported that, during a cori-assisted tka, the ri robotic drill attachment became stuck on the real intelligence robotic drill, rep tried to release with kpc drill test without luck. Real intelligence robotic drill tracker and drill attachment are locked on and are unable to be removed. The procedure was completed with manual instruments without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference: case: (B)(4).